Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon examining the incident, a technical support specialist followed the knowledge article: disaster recovery recommendations and assistance, performed disaster recovery, and sent all the missing transactions to the customer. The system functioned as intended after the issue was resolved.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es user needed to perform disaster recovery and was unable to dispense medication. The customer reported that this malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this incident.